Manufacturer narrative:
The device was returned to zoll medical (B)(4); evaluation of the device attributed the malfunction to operator error. The shorting plug was connected to the multi-function connector upside-down. This disabled the device from its ability to discharge. When the connector was installed correctly, the device discharged appropriately. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.